Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer¿s blood glucose (bg) elevated to 600 mg/dl with diabetic ketoacidosis. Customer went to the emergency room for five hours and was subsequently admitted to the hospital with bg of 386 mg/dl. Customer was treated with intravenous insulin. Tandem technical support (cts) attempted to gather customer's discharge date from the hospital but customer did not respond. Cts performed system check and it was determined the infusion set site could have been the cause for the occlusion alarm; however it could not be confirmed as the customer changed out all supplies prior.